Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. It is unknown which extension was fractured. Hence, both extensions are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22165. It was reported that the patient experienced loss of therapy following a period of heavy vomiting. Diagnostics revealed high impedance. As such, surgical intervention took place during which it was noted one of the extensions was fractured. The extensions were explanted and replaced to address the issue. Reportedly, therapy was resumed post operatively.